Event description:
It was reported that the patients ipg had trouble reconnecting with the remote control after undergoing trans lumbar sacral magnetic stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216 (sn:(B)(6)). The returned ipg was then cut open, and internal electrical measurements revealed excessive sleep current, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. With all the available information, boston scientific concludes that the reported allegation was confirmed. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that the patients ipg had trouble reconnecting with the remote control after undergoing trans lumbar sacral magnetic stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.